Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The longevity of the subject device implanted in (B)(6) 2011 was reported short since no shocks have been delivered during lifetime. Investigations are required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The longevity of the subject device implanted in (B)(6) 2011 was reported short since no shocks have been delivered during lifetime. Investigations are required.

Manufacturer narrative:
Manufacturer analysis did not reveal any evidence that could confirm the suspected failure of the battery. Therefore, the most probable hypothesis that explains the battery depletion is a non reproducible and intermittent overconsumption which root cause could not be identified.

Event description:
The longevity of the subject device implanted in (B)(6) 2011 was reported short since no shocks have been delivered during lifetime. Investigations are required.